Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure for stenosis with a 23mm sapien 3 ultra resilia valve in the aortic position, the physician felt the valve "pop" as they crossed the 14f esheath plus. No damage was done to the valve and they proceeded with successful deployment of the valve. When the sheath was removed, it was noticed there was a tear at the distal tip of the sheath. There were no vascular related complications and patient did well post procedure. Per the fcs, the initial reporter did not allege the edwards devices were deficient in some way. There was no resistance noted during the procedure. The sheath was not torqued during the procedure. The tear was on the sheath shaft and was circular at the distal tip. Per pre-deco evaluation of the returned device, it was confirmed the sheath distal tip was torn.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for a torn sheath distal tip was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the complaint description, ''the physician felt the valve ''pop'' as they crossed the 14f esheath plus. No damage was done to the valve and they proceeded with successful deployment of the valve. When the sheath was removed, it was noticed there was a tear at the distal tip of the sheath.'' Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner and axially. Additionally, there were scratches present on the distal end of the sheath shaft suggesting contact with calcification. The failure mode is characteristic of sheath tip tear events as described in previous product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Furthermore, provided imagery shows the presence of access vessel tortuosity and calcification near the aortic bifurcation. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Tortuosity and calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, tearing the tip upon advancement of the valve. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective nor preventative actions (pra) are required.